Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe, luer slip with needle would not inject during pushing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no photos and no samples were returned for investigation. The complaint could not be confirmed and root cause could not be determined. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd¿ syringe, luer slip with needle would not inject during pushing. No serious injury or medical intervention was reported.